Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location; the leak was contained within the sealed overpouch. This issue was discovered at the hospital, prior to patient use. The device was filled with 2400mg fluorouracil in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from(B)(6) 2020 - (B)(6) 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which showed evidence of a leak; fluid was found inside the bag containing the device. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could no be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.